Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the customer could not breath, blood pressure was dangerously low, heart rate elevated drastically, was incoherent, and couldn't walk. The doctor stated that it was organ failure. The customer was hospitalized 8 times since (B)(6). Customer needed blood transfusions; she was bleeding from the medication that she was on. She had stage 4 renal failure, congestive heart failure, and, at the time of death, bladder infection. She was on antibiotics. The caller stated that the cause of death is unknown. The customer's blood glucose at the time of death is unknown. The customer was not wearing the insulin pump at the time of death; it was disconnected on (B)(6) 2016. The customer was not using sensors. The caller inserted a battery, got a no delivery alarm, was assisted with clearing. The reservoir was empty. The pump will be returned for analysis.